Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 87 mg/dl. Tandem technical support (cts) discovered the customer was not practice the proper air removal technique. Cts reminded the customer this was off label. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.